Event description:
A customer complained of a discrepant inr result for one patient on coaguchek meter when compared to a laboratory result using an unknown method. The meter serial number and model was not provided. The test strip lot number and expiration date was not provided. At 10:16 a.m. And 10:48 a.m. The meter results were both 5.9 inr and within 7 hours the laboratory result was 3.3 inr. It was noted that the meter is coded correctly and is set to inr. The laboratory result of 3.3 inr was believed to be accurate and no treatment was administered. The patients' therapeutic range is 2.0 - 3.0 inr with testing done weekly. There was no allegation that an adverse event occurred. The patient is 'not eating as well at this time / stable'. The patient is not anemic, not on heparin, has no antiphospholipid antibodies, is not on direct thrombin inhibitors. It was noted that there was no change in coumadin, no new medications, no illnesses, and no unusual bleeding or bruising. Retention test strips were tested in comparison to the masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The allegation in this case has not been substantiated. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred.